Event description:
It was reported that during a da vinci si myomectomy procedure, the user facility identified a separated cable on the mega needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed that one grip close cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment was sticking out at the instrument's wrist. Other cables at the wrist were not damaged. There was also scratches on the surface of the pulley. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.